Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The insulin pump passed displacement test, rewind, basic occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted during testing.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 169 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.